Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; however, an analysis was performed based on a photo of the device that the complainant provided. The photo revealed that the cutting wire was observed sideways with the distal tip in the anatomy. However, it was not possible to determine if the catheter was correctly oriented. No other issues with the device were noted. The reported event of cutting wire orientation was confirmed. Upon analysis of the photo provided by the customer, the cutting wire was observed sideways, and it was not possible to observe if the catheter was correctly oriented. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, it was concluded that the most probable cause of this event is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to the first of three stonetome used during the same procedure. It was reported to boston scientific corporation that a stonetome was in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire orientation, with respect to the plastic tip, was incorrect. Additionally, the catheter tip orientation were incorrect when the device exited the scope. An additional two devices were used with the same event occurring. The procedure was completed with a jagtome 39. There were no patient complications reported as a result of this event.